Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2021-13890; reference MFR. Report#: 1627487-2021-13891; reference MFR. Report#: 1627487-2021-13892.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2021-13890. Reference MFR. Report#: 1627487-2021-13891. Reference MFR. Report#: 1627487-2021-13892. It was reported the patient's left side l5 drg leads and bilateral s1 drg leads had migrated. As a result, the doctor decided explant and replace the patient's leads that migrated. The replacement leads consists of drg leads that were placed on the left side of l1 and leads that were placed bilateral s1.